Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented for a planned unrelated procedure when during pre-op check, loss of capture was observed on the ventricular lead. Lead dislodgement was noted. The lead was explanted and replaced after attempts to reposition the lead were unsuccessful. There were no surgical complications and no adverse consequences to the patient.